Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Thus, this case is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use with samsung a51 phone with android version 13 operating system. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was unable to self-treat, requiring treatment of orange juice and "glucose tablet" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) application in use with samsung a51 phone with android version 13 operating system. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was unable to self-treat, requiring treatment of orange juice and "glucose tablet" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.